Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called to ask, "what is the research been done about keeping the stimulator on while they have cancer, does stim on make it grow more, is it bad for them?" The patient asked, "are they stimulating the cancer and exasperating it and should they keep it off and just catheterize?" They had called the doctor and they did not know how it really worked. It was reviewed that the manufacturer was a manufacturing company. The patient said they were calling to ask questions, "around the fact that the stimulation make the cancer grow more?" The patient said they wanted to make sure they were doing the right thing going down with their numbers. They only turned it back on two weeks ago, otherwise they had been catheterizing for the last eight months. When asked if "going down with numbers" helped them urinate successfully, the patient said no, not really; they had to keep it off "for settings," but they turned it on in the morning about 5am, and turned it off at about 7pm, and then would catheterize through the night if they had to. The patient said they turned it on in the morning so they could pee during the day. It helped them pee, otherwise they could not; they had 100 percent retention since they were forty. In 2020, they had two pelvic health devices implanted, one in (B)(6), the second was (B)(6). Neither one was successful. The patient said the same day they got the stimulator, they got shocks between their legs if they moved their legs. They then started having massive stomach problems, and that went on for probably six to eight weeks. They started working with doctors to try to resolve it. They found out they had stage 4 liver and pancreatic cancer (not alleged related to device/therapy), and (after that), they turned the stimulator off and on to urinate, and they had to turn it off because it did not work properly. Otherwise they would get zapped, and it really did upset their stomach and everything else and "their liver and pancreas in an uproar in the area." They reported they did not start having stomach problems until the device went in, that was what concerned them, and because of the wires. Clarification revealed the patient was describing the wires from the stimulators they got in (B)(6) 2020. They said the "leads do not hold in place. They are free flowing because of scar tissue." They said the doctor told them there was too much scar tissue. They said they still had "floating lead problem," and opposed to being where it belonged, they thought "that [was] what aggravated their stomach in the first place, but it was not that it was the start of cancer so that is what concerns them." They turned it off; they did not keep it on all day because they would be in pain because they had too much scar tissue so they could not get these leads in the right place, "like if I do an x-ray, the leads look fine, but if I put my leg in front of me to walk, I walk with a cane already, I get electronic shocks right down the middle of my vagina." The patient was placed on hold while technical support was consulted, but the call disconnected. The patient was called back and it was reviewed the device did not have guidelines around cancer and stimulation on/stimulation off. It was reviewed that generally the device did not have anything to do with the pancreas and liver, and what the patient reported was not expected. It was recommended they talk with their device and cancer doctors about this topic, and the doctors could call technical support. The patient's relevant medical history included that at the time of their the second surgery ((B)(6) 2020), they asked their doctor why they were asleep for the surgery? The patient said the doctor told them that was the way they did it. The patient told them, "you need to talk to [another doctor] because I have [multiple sclerosis] ms, so you don't know which nerves you are hitting that work and which ones don't anyway ," so the patient stayed awake for the second surgery. They only put the patient under to sew them back up. They were redirected to follow up with their healthcare provider to further address the issue. T he patient requested the phone number for their implanting physician (of their last two devices). The patient mentioned unrelated medical history, which included that they had asthmatic dystonia, and multiple sclerosis (ms). During the call, they reported with their first pelvic health implanted system, their doctor was a different doctor. Their last two systems were implanted by another doctor who sent them to another doctor, who scheduled surgery for the patient, but they found out two weeks before they had cancer. Later the patient said they saw them five days before the surgery, and had to cancel the surgery. The patient said they could not remember; they had "chemo brain."

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead; product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.